Event description:
The pivot joint on philips burton outpatient medical examination light subject to FDA recall z-0589-04 failed causing the light head to detach from the extension arm. No -one was impacted by the product when it detached and consequently there was no injury.